Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 575 mg/dl due to needing settings adjustments. High bg was addressed with a correction bolus via pump. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.